Manufacturer narrative:
Updated fields:b4,g3,g6,,h2,h6(type of investigation, investigation findings, component codes, investigation conclusions) h11. A getinge field service engineer (fse) inspected the unit and replaced the power management board. Following replacement, the unit passed all functional and safety tests, and all parameters met factory specifications.

Event description:
It was reported by the customer that during use, the cardiosave intra-aortic balloon pump (iabp) suddenly went black, accompanied by a buzzer alarm. After shutting down and removing the battery, the device worked normally upon restarting. On (B)(6), after the patient was taken off the machine, the device failed to power on when the battery was inserted and then removed, still accompanied by the buzzer alarm. There were no patient injuries or fatalities reported.

Manufacturer narrative:
Other contact phone number: (B)(6). Due to characterization limit e1: event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.